Event description:
Malfunction: low infusion, soft eye. The nurse reported that during a case, the eye deflated several times although infusion was on and a flow rate was displayed on the sys. The nurse clamped off the infusion line and even so a flow rate of 1 cc/min was displayed on the sys. Add'l info rec'd from the surgeon stated there was no pt impact or injury.

Manufacturer narrative:
The company service rep examined the sys and could not duplicate the problem reported. The fluidics module was replaced as a diagnostic measure. The sys was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).